Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had quick battery depletion and was at eri (elective replacement indicator), likely the result of high left ventricular threshold and outputs. The device was removed and replaced. The lead is still in use. No patient complications have been reported as a result of this event.